Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Additional issues were found. The curved rubber, operation part, grip, right/left plate, switch one, switch two, and light guide cover glass were scratched due to external factors. The curved rubber adhesive was missing. The curved part was not securely fixed due to the loosening of the screw of the up/down angle fixing lever (sp). Dirt that was difficult to remove was found on switch one due to handling. The light guide connector, video connector case, and video connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the endoeye flex deflectable videoscope presented a vertical line on the screen. No patient harm reported. During the evaluation of the device, it was noted noise occurred in the image and the image disappeared temporarily due to a defective circuit or shielding. This report is to capture the reportable malfunction of the noise occurred in the image and temporary image loss due to a defective circuit or shielding noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of ccd (charged coupled device) unit, failure of internal board of scope connector, or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch. The aware date should be 31-jan-2022.